Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device had a broken shell and flat creases. A weight test of the device was verified. And the device underweight. A microscopic analysis was performed, which identify, one sharp edge break in the shell with other nicks. A dimension measurement in the shell was performed, which identified, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge broken in the shell. With other nicks in the side posterior assessed, as surgical impact opening.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported a right side device rupture diagnosed by imaging. The device has been removed and replaced.